Manufacturer narrative:
During the requested site visit, the abbott field service engineer (fse) observed a partial restriction in the diameter of the tubing vacuum pump 1 tubing (part number 7-93349-01). Replacement of this part resolved the issue. A review of the architect serial number (B)(4) service history did not reveal any other complaints involving discrepant or inconsistent results since the fse replaced the vacuum pump 1 tubing. A review of historical data for the vacuum pump 1 tubing revealed no trends or systemic issues. A review of the architect c8000 platform found no systemic issues or trends for the issue associated with this complaint. The architect system operations manual and the architect c8000 service and support manual provide adequate information regarding limitations of result interpretation, maintenance, as-needed maintenance, component replacement, error codes, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(4), or the vacuum pump 1 tubing, part number 7-93349-01.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). There is no further patient information provided due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium (na) result on one patient and falsely depressed calcium (ca) results on another patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 (B)(6) na=114mmol/l / retested = 144mmol/l; on (B)(6) 2019 (B)(6) ca= 1.40mmol/l / retested = 2.48mmol/l. There was no reported impact to patient management.